Event description:
On (B)(6) 2017, this patient was implanted with conformable gore® tag® thoracic endoprosthesis. The pathology of the treatment is not known. On (B)(6) 2020, the patient presented with a thoracic aortic dissection. The location of the dissection and the cause of the dissection was not reported to gore. On the same day, two additional conformable gore® tag® thoracic endoprostheses were implanted to treat the dissection.